Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 03/06/2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage, obstruction, pain, vomit, reflux and pouch dilatation are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage, pouch dilatation, obstruction, reflux, vomiting and pain as follows; gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. Immediate reoperation to remove the band is indicated if there is total stoma outlet obstruction that does not respond to band deflation or if there is abdominal pain."

Event description:
Healthcare professional reported events of "gastric outlet obstruction and band slip" being device related. Healthcare professional reported that pt came to office complaining of intermittent epigastric pain, vomiting and reflux. Laparoscopic adjustable gastric banding evaluated under fluoroscopy. Per healthcare professional; pouch swollen and dilated led to gastric outlet obstruction; barium unable to empty. Once band deflated to 0.0 cc, pt stated immediated relief-barium emptied. Pt was admitted to hospital where healthcare professional performed laparoscopic removal of adjustable gastric band and port. Pt remained in hospital post-op overnight for observation.